Event description:
It was reported that the clinicians stated experiencing air-in line alarms without visible air. This was reported to bd representatives during site visit. Bd clinical practice consultant reviewed best practices for reducing air-in-line alarms, location of air-in-line detector and IV set loading with the clinicians. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an false ail alarms was not determined because no products or device logs were returned.